Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
When the surgery was almost completed, a nurse found a hair inside the implant package (not the blister, but the paper box). The surgeon considered that the hair was not inside the blister package thus the procedure could completed with no problem. However there is a possibility that the hair was entered to the package in the manufacturing process.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. Evaluation revealed the package of the u-blade set to be the primary product. No associated products were reported. No deviations were found during review of the manufacturing and inspection documents (DHR). The item was documented as faultless prior to distribution. The event description was confirmed: a kind of eyelash was found inside the carton box; a manufacturing issue could not be excluded. No other residues were found inside the carton or sterile blister. The cracked carton box is most likely a result of rough opening. A new nonconformance was initiated. No discrepancies were detected during risk analysis review. Non-conformity identified; previous actions are in place.

Event description:
When the surgery was almost completed, a nurse found a hair inside the implant package (not the blister, but the paper box). The surgeon considered that the hair was not inside the blister package thus the procedure could completed with no problem. However there is a possibility that the hair was entered to the package in the manufacturing process.